Event description:
The customer reported the system was arcing. No pt injury was reported.

Manufacturer narrative:
The service rep informed customer that h.v. Tank is bad. Customer is going to replace the h.v. Tank themselves.